Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead dislodged and was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Subsequent investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Furthermore cuts in the insulation were observed which occurred most likely during the explantation procedure. Further analysis revealed residuals of coagulated blood along the inner coil of the lead which were most likely introduced into the lead as a result of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.